Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose (bg) level was "high", although a specific value was not given. Customer addressed their bg with a correction bolus via pump.